Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks the cardiosave intra aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6, b5, e1 (initial rep name and email, telephone). (Type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed there were 2 sources of a leak. The fse found the tank seal was pinched due to misalignment of the helium tank. Due to the misalignment of the tank, the edging of the seal caused a gouge on the helium high pressure regulator yolk. Found the male insert on the unit was missing the o-ring. The fse replaced the high-pressure helium regulator (0103-00- 0637), tank seal (customer issued part) and the missing o-ring (0354-00-0208). All functional and safety checks completed to meet factory specifications.